Manufacturer narrative:
(B)(4). Should additional relevant information become available, a follow-up will be submitted.

Event description:
It was reported that a patient passed away due to an unknown cause coincident with peritoneal dialysis (pd) therapy. It was not reported whether the pt was hospitalized prior to death. It was not reported whether the pt was connected to the hc at the time of death or if pd therapy was ongoing until the time of death. It was not reported if an autopsy was performed. No further information was provided. No additional information is available at this time.

Manufacturer narrative:
(B)(4). The customer reported that the patient passed away. The device was not returned to baxter healthcare for further investigation. Should additional relevant information become available, a supplemental report will be submitted.